Manufacturer narrative:
The insulin pump was not received in manufacture mode. Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. The pump was received missing reservoir tube o-ring, broken reservoir tube lip, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, cracked select button keypad overlay, minor scratches on case, corroded battery tube and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had cosmetic damage. Blood glucose was unknown. Customer reported long crack beginning from the top of the pump, all along the length of battery tube case and display window worn and damaged. The insulin pump will be returned for analysis.